Event description:
Patient reported left side rupture detected by MRI. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, b6, h6

Event description:
Patient later reported left side "discomfort in one breast and a hardening" and is "very concerned" due to recall. Device remains implanted.

Event description:
Patient reported pain and rupture on the left side, diagnosed by ultrasound and MRI. Patient later reported "discomfort in breast and hardening" and is very concerned due to the recall. The device remains implanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: anxiety-product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a "ruptured implant" on an unknown side. Device location is unknown.